Event description:
Customer states a neonate reportedly received result of 104 mg/dl on the inform system and 77 mg/dl on a lab value; customer believes comparisons were both performed at the same time. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.